Event description:
The customer initially reported that their device was showing an attention and charge-pak indicator but the customer did not state if the device functioned. When evaluated by physio-control, the device was observed to have an insufficient power capacity to charge and deliver sufficient energy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio observed that the contact on an internal hlc battery, designator bt3 was open. It was observed that the contact tab was open due to insufficient welding.the customer received a replacement device.